Event description:
Caller reported that the pump experienced a malfunction. There was no reported adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available, if necessary, until the replacement arrives.